Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The patient complained of pain other than si joint pain after initial si joint fusion surgery (four weeks). CT confirmed that one of the two implants was near the l5 nerve root and impinging l5/s1. The surgeon decided to revise both implants. The surgeon removed a 55mm implant and replaced it with a 40mm implant; the secondary 60mm implant was replaced by a larger diameter implant with a length of 50mm. Post revision surgery the patient was doing well.